Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. This investigation is assigned the most probable root cause classification of user / use error since the complaint investigation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
It was reported that stent premature deployment occurred. The target lesion was located in the left iliac vein. A 7.0x40x75cm express® ld iliac / biliary was advanced to treat the lesion. However, the stent was accidentally deployed in the sheath. The whole system was removed and physician decided to an open repair instead. No patient complications were reported and the patient's status was fine.